Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured upon first inflation at 6atm for 30 seconds. Only the relevant item was removed. The procedure was completed with another of same device. No patient complications were reported.